Event description:
During a breast biopsy procedure error codes occurred frequently and the blue cable receptacle inner control module might be broken. No patient consequence occurred. The device was returned for service and repair.